Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause for this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified proximal right coronary artery (rca). After deploying another manufacturer's stent, an indentation was observed. Therefore, the stent balloon was used to post-dilate the stent and the balloon ruptured at 18 atms. The number of inflations and to what atms is unknown. Following the initial balloon rupture, the 12x4.0mm quantum maverick monorail balloon catheter was used. This device also ruptured at 18 atms. The number of inflations and to what atms is unknown. Finally, another manufacturer's device was used to post-dilate the stent and complete the procedure. Post procedure, it was noted that the "indentation" still remained a bit. No patient injuries or complications were reported. Patient status is listed as "fine."